Event description:
New information received indicated that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Adait was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited far-r wave oversensing. No device intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported field event of far r-wave oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.